Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient had an atrioventricular (av) node ablation. Following the procedure, the device was checked and the shock impedances were unstable. The values ranged from 20 ohms to greater than 200 ohms. The pacing thresholds were good. The representative felt the proximal coil was the issue. Further information was provided, that the ablation catheter was still in the patient and it was questioned if this could have caused the abnormal shock impedances. Technical services said it could be related, and recommended re-checking the device after the ablation catheter is removed. Additional information was received that the impedances were all within range after the ablation catheters were removed. No further actions were taken. This ICD was later explanted due to an elective upgrade to a cardiac resynchronization therapy defibrillator (crt-d) device. There were no adverse patient effects reported related to this ICD.